Manufacturer narrative:
Upon investigation, it has been discovered that this complaint is a duplicate and all information has been appropriately reported in MFR #1038671-2023-00469. This case will be closed and all information will be compliantly processed and will be reported under MFR# 1038671-2023-00469. These devices are used for treatment, not diagnosis.

Event description:
As reported via legal documentation, this patient had knee implantation date of (B)(6) 2019. They had revision surgery (B)(6) 2023, approximately 3 years 3 months after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. Concomitant medical products: serial #: (B)(6), category #: 200-07-35 - advanced patella 35mm 3 peg implant. Serial #: (B)(6), category #: 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. Serial #: (B)(6), category #: 02-020-11-0250 - truliant ps cem fem ps cem left sz 5. Serial #: (B)(6), category #: 521-78-36 - threaded pin size 5.1 collarless 2pk.